Event description:
A faculty representative reported that following an implantable collamer lens (icl) implantation procedure, the patient had lasik touch up. Cause of the event was reported as unknown. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested but none has been forthcoming.

Manufacturer narrative:
D4: expiration date unk. Claim # (B)(4).